Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe liquid spill in the right breast." Date of alcl diagnosis: (B)(6) 2020.

Event description:
Healthcare professional reported ¿significant periprosthetic liquid accumulation on the right,¿ ¿malignant neoplasm associated with prosthetic implants,¿ ¿some evolving axillary lymph nodes¿ and ¿diagnosis of lymphoma associated with prosthetic implants (bia-clla),¿ pathological markers not provided. Device was explanted using the "no touch" technique with bilateral "en bloc" resection. Patient is undergoing oncology treatment. No adjuvant treatments are foreseen for the moment. This record is for the right side.